Event description:
Additional information received from the consumer reported that the patient had notified their managing health care provider (hcp) about the lack of therapeutic effect. The step taken to resolve the lack of therapeutic effect was that they called a manufacturer representative to come out and program the patient's monitor. The lack of therapeutic effect had been resolved and it was now working on all programs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient¿s stimulation was working, but then they had a loss of therapeutic benefit and were going to the bathroom more. The patient changed from program 1 to program 2, but noticed it was not helping either. The patient switched to program 3 2 to 3 days ago and that caused excruciating pain down there, so they turned it down. It wasn¿t a tingling sensation, but was a sharp pain. The patient was still on program 3, but lowered it and still got the pain every now and then. The patient changed back to program 2 and increased to 2.2v. The patient felt stimulation in the correct area. The patient would also try program 4 to see the results. The patient had also noticed their implantable neurostimulator (ins) had moved since it was implanted and they could feel the corner of the implant. It hurt and the patient could feel it. The patient called their health care provider (hcp) about the issue and was told it may take 6 to 8 months for the scar tissue to hold it down. The patient was still able to connect to the patient programmer so there was not a problem with that. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that the loss of therapeutic benefit and painful stimulation had not resolved and it was still causing pain. It was later reported that the implantable neurostimulator (ins) was repositioned on (B)(6) 2016 because the ins had moved. A manufacturing representative (rep) reprogrammed the device. The patient was very nervous and had 4 programs on the patient programmer (pp). Four was too much and 2 worked the best. The rep programmed the device to work like she needed it to. The patient later got a replacement pp but then got the warning screen por. The patient felt like the implant had done nothing to her but poke her, and she had blood when she went to the bathroom. She was going to the bathroom every 10 minutes and was bleeding from wiping so constantly. The patient had tried to increase her stimulation higher and this did not work for her, and she also tried decreasing her stimulation and that did not help her. The patient had tried to change the programs and this did not help. It was noted that she had had 2 yeast infections. She was diabetic and might have more sugar in her blood than usual. She was very upset because of the pain and suffering that she had been through. The patient also mentioned getting her staples removed that were put in for the implant. The patient also listed previous medical procedures, which included several previous surgeries, c-section, broken ankle, broken arm, hysterectomy, and other issues but had never had this many problems with getting ahold of someone to help her.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was not having therapeutic effect since their revision surgery in (B)(6). The patient couldn't increase stimulation beyond 2.6v on programs 1, 2, and 3. The patient could increase stimulation normally on program 4, but it wasn't providing them with symptom relief either. The patient had been trying to contact their hcp's office since (B)(6) to address the issue, but the manufacturer representative was not available. The device was not working properly and the patient's programmer settings were not working for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.